Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the surgeon was trying the new "mod-code" 23 511sd trocars. Three-fourths of the way through the case, one of the trocars' outer gasket tore, causing pneumo to leak. There was no consequence to the pt.